Event description:
It has been reported acetabular insert not being able to lock it in the acetabular cup. A second insert of the same size was opened and locked in place without a problem. There was no adverse consequence for the pt.